Event description:
It was reported that an exactamix 2400 valve set was leaking. The leak was described as lipid fluid drawing up through the aqueous ingredient inlet port while solution was being transferred to a parenteral nutrition bag. This occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 27, 2023 ¿ march 28, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.